Event description:
It was reported that the patient complained of intermittent shocking and breakthrough seizures. Clinic notes were received for the patient's replacement. The referral form stated that the patient's would be getting a full system replacement due to prophylactic reason and high impedance. Notes stated that abnormal impedance was seen intermittently and that the patient also feels pinching in her neck. The patient underwent a full revision due to the high impedance and the explanted devices were reportedly discarded, and therefore not received into analysis to date. No additional relevant information has been received to date.